Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and there was no output. The patient's intrinsic rhythm was at 48 bpm.